Event description:
Contacted with regard to pt hemoglobin and hematocrit values not matching when generated on a cell-dyn 1800 analyzer. An initial hgb=7.8 g/dl and hct 34.0% was obtained. The sample was repeated on another cell-dyn 1800 analyzer yielding hgb=11.6 g/gl and hct=34.7% which were reported. No impact to pt management was reported.